Event description:
It was reported that while in the cath lab, a male pt was having an intra-aortic balloon (iab) inserted for prophylactic use. The physician noticed difficulty at insertion of the iab in the sheath, in which it became stuck. The physician did not force and was able to remove the iab catheter from the sheath. Another iab catheter was opened and inserted via the same sheath without difficulty. There was no pt death, injuries or complications. Medical/surgical intervention was not required. There was no delay in treatment and the pt was listed as "fine".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.